Event description:
Caller states that the inform meter has no power, and does not cause the bases to flash when docked. Caller states that two of the connector pins have melted off. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.